Event description:
During operative procedure the electrical surgical device tip broke off in the abdominal wound. It was retrieved by the surgeon and it was verified that the complete tip was retrieved.